Event description:
The company received a report where it was claimed that the device developed a cuff leak during pt use. The caller reported that the tube has only been in use 5 days. At the time of the report, the caller reported that the tube was still in use.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.